Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined. The file has been opened from a literature report: intrascleral fixation of a three-piece multifocal intraocular lens (iol). The reported lens was the original implant, which was replaced with the non-company three-piece lens. The literature report stated that the patient had undergone cataract surgery with the implantation of the company iol in 2010. At seven years post implantation, the iol in the left eye became dislocated. No information was provided for the cause of the dislocation after seven years. The patient wanted a multi-focal lens. A 3-piece multifocal non-company iol was fixated using the t-fixation technique. The postoperative course was uneventful. Literature citation: shin kotouno et al., two cases of intrascleral fixation using a 3-piece multifocal intraocular lens: japanese journal of ophthalmic surgery: 2024; 37 (1): 105-110. The manufacturer internal reference number is: (B)(4).

Event description:
A research article published with a purpose to report 2 cases in which intrascleral fixation using a multifocal intraocular lens (iol) was successfully performed. Case 1 involved a 66-year-old male who had undergone cataract surgery and multifocal iol implantation. At 7 years post implantation, the iol in his left eye became dislocated. Since then, there was a desire to insert a multifocal iol for the reoperation, a 3-piece multifocal iol (zmaoo: abbott medical optics) was fixed using the t-fixation technique. The postoperative course was uneventful. However, the iol tilt was severe. The study was concluded with the intrascleral fixation using a 3-piece multifocal iol is a useful surgical technique, yet since the tilt of the iol may become stronger post -surgery. It is necessary to develop a new long-length multifocal iol and improve the surgical technique.